Event description:
It was reported by the sales rep that, during mako thr bone registration, surgeon made 4 attempts to pass the bone registration. Last overall accuracy result bone was o.5 and pass all 6 verification spheres. Final surgical result after cup implant in: 40 inclination and 22 anteversion (surgeon plan for 40 inclination and 20 anteversion), hence, surgeon put in the liner. While trialing, surgeon assessed that hip dislocated posteriorly. In the end, surgeon decided to take out liner and put in mdm implants. Post-operative day 1, patient went for x-ray. Surgeon concluded from x-ray view that the cup anteversion is about 5-10 degree anteverted instead of 22 anteverted showed on mako.

Manufacturer narrative:
Reported event: an event regarding inaccurate values/visuals involving a mako tha software was reported. The event was confirmed. Method & results: product evaluation and results: review of the case session files noted the following: in the first registration attempt, the initial registration result showed mismatched anterior and superior landmarks. The surface registration result showed significant rotational change in inclination and version on both the surface point cloud and the landmarks. Based on the initial registration transform, all the acetabulum rim points were significantly off the bone surface. In the last attempt, the initial registration result was better than the first attempt showing better matched landmark pairs. However, surface registration result still showed significantly rotational change on both the surface point cloud and the landmarks. Based on the initial registration transform, all the acetabulum rim points and some of the acetabulum points were significantly off the bone surface. In the last attempt, the surface registration error was less than 0.5mm and no outlier rejection was triggered. However, after surface registration, the anterior acetabulum and superior acetabulum landmarks were no longer well paired indicating high rotational error on the anterior acetabulum area. Extra investigation was performed on the first attempt by removing either anterior or superior acetabulum landmark from initial registration. The registration result was not improved indicating that the issue was not on the anterior or the superior acetabulum landmark. The review also indicated that the superior acetabulum landmark was moved to the anterior acetabulum rim by the user for all the registration attempts. This is deviated to the suggested landmark location and can cause higher weight on the anterior acetabulum side lacking of the superior acetabulum information for initial registration. From the algorithm perspective, this should not be a problem if all landmark pairs are captured well matched. In summary, investigation result showed the first and the last registration attempts unacceptable due to non-ideal surface points causing significant rotational error both in inclination and version after surface registration. This might be due to the excessive osteophytes on the acetabulum rim. Osteophytes are usually soft and can lead to points captured deep, which can also cause registration error. Clinician review: a review of the provided medical information by a clinical consultant indicated: materials reviewed: (B)(6) 2021: stryker pi report. Unlabeled/undated: ap pelvis x-ray. Right tha. Stem without full seating of collar. Acetabular component with appropriate inclination, suspicious for under anteversion. Unlabeled/undated: lateral right hip x-ray well aligned stem vs canal. Acetabular component neutral to slight retroversion. Confirmation: the events cannot be confirmed without additional medical records. The acetabular component did not appear to be anteverted 20 degrees, but additional information would be required to define. Root cause: the root cause cannot be determined as the event cannot be confirmed. Product history review: a review of device history records shows that rob543 was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob543 shows 0 similar complaints for tha software - inaccurate values/visuals. Conclusions: the alleged failure mode was confirmed to have occurred due to user error. The data at this time shows that all system verification values were within the accuracy tolerance region; no system defect or malfunction is suspected. No additional investigation or specific actions are required at this time. If additional information is received, then the complaint will be reopened. System is ready for use. H3 other text : device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported by the sales rep that, during mako thr bone registration, surgeon made 4 attempts to pass the bone registration. Last overall accuracy result bone was o.5 and pass all 6 verification spheres. Final surgical result after cup implant in: 40 inclination and 22 anteversion (surgeon plan for 40 inclination and 20 anteversion), hence, surgeon put in the liner. While trialing, surgeon assessed that hip dislocated posteriorly. In the end, surgeon decided to take out liner and put in mdm implants. Post-operative day 1, patient went for x-ray. Surgeon concluded from x-ray view that the cup anteversion is about 5-10 degree anteverted instead of 22 anteverted showed on mako.